Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor was reviewed and the DHR showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and no confirmed complaints were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 7 days, with symptoms of pain, bruising, redness, skin irritation, and "a small amount of pus" at the sensor site. The customer went to the diabetic center where a nurse removed the sensor and applied topical fucidin (fusidic acid- an antibiotic) cream for treatment. Additionally the nurse placed a new sensor and recommended an unspecified over-the-counter cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is based on the customer's report of "about the (B)(6)". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 7 days, with symptoms of pain, bruising, redness, skin irritation, and "a small amount of pus" at the sensor site. The customer went to the diabetic center where a nurse removed the sensor and applied topical fucidin (fusidic acid- an antibiotic) cream for treatment. Additionally the nurse placed a new sensor and recommended an unspecified over-the-counter cream. There was no report of death or permanent injury associated with this event.